Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that the burr became stuck in the lesion requiring additional device for removal. The 50% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery (lad). A 2.00mm rotapro was selected for use. During advancement to the target lesion location, the device got stuck in the ostial part of the left main trunk. Bail out using a guide extension catheter was required for removal. The procedure was completed with a smaller burr. There was no patient injury.